Event description:
It was reported that the device was broken/damaged. Needs front case. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced crack front cover, flange gripper retainer, lock label, front door and rear door. Replaced broken right iui. The failure code other was used to track the alaris software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 25may2007. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was involved in a production failure q6 200063067 which does not correlate to the customer reported issue. Based on the findings, service determined that the probable cause of the reported issue was due to broken/damaged front cover pca. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 25may2007 and confirmed that this device was involved in a production failure q6 (B)(4) which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device was broken/damaged. Needs front case. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device was broken/damaged. Needs front case. There was no patient involvement.